Event description:
Customer report that his insulin pump was malfunctioning. Customer stated that the insulin pump was not linking to his meter. Customer's blood glucose was 164 mg/dl. Nothing further was reported.

Manufacturer narrative:
This information is provided in response to your request. Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: customer report that his insulin pump was malfunctioning. Customer stated that the insulin pump was not linking to his meter. Customer's blood glucose was 164 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.